Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed an imaging system check-out, imaging modalities and system inspection areas passed. Mechanical test failed. The rotor drive belt had multiple damaged teeth. Replaced the rotor drive assembly and tested. The rotor now spins properly throughout the entire range of motion without any issue. System is fully functional. Return requested. 4 replacement fuses 20a 250v shipped to site (B)(4) 2016. This part was discarded by the site and will not be returned to manufacturer for analysis.

Event description:
A medtronic representative reported that a site's imaging system rotor drive belt was damaged. It is not known how it was damaged, however, the medtronic representative believes it is likely the site did not have the rotor homed and attempted to adjust the rotor when the door was partially opened. No further details regarding this issue were provided. There was no patient present when this issue was identified.